Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06 imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf patient code (B)(6) captures the reportable event of pulmonary embolism.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. It was confirmed aspiration occurred during hydrodissection prior to the spaceoar implant. Post procedure, on (B)(6) 2023, magnetic resonance imaging (MRI) scan was performed and showed the hydrogel was in the periprostatic veins, which led to scanning the lungs. It was determined the patient had a small pulmonary embolism. The patient was already on blood thinners for their heart, so no medical intervention occurred or was planned. No other interventions were taken. Five millimeters of hydrogel was reportedly in the perirectal space. It was thought the hydrogel must have entered a vein during the initial injection and the embolism was the hydrogel material. The patient was reported as "stable" and asymptomatic at the time of this report. The patient's stereotactic body radiation therapy (sbrt) treatment is planned to start on (B)(6) 2023.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on august 11, 2023. Additional information block b5 has been updated with the additional information received on july 25, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06 imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf patient code e050303 captures the reportable event of pulmonary embolism. Block h11: corrected fields, block b5 event description.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. During hydrodissection to prepare the patient's perirectal space for spaceoar hydrogel placement, aspiration was performed per the instructions for use (IFU) to verify the needle tip was not in a blood vessel. Post procedure, on (B)(6) 2023, magnetic resonance imaging (MRI) scan was performed and showed the hydrogel was in the periprostatic veins, which led to scanning the lungs. It was determined the patient had a small pulmonary embolism. The patient was already on blood thinners for their heart, so no medical intervention occurred or was planned. No other interventions were taken. Five millimeters of hydrogel was reportedly in the perirectal space. It was thought the hydrogel must have entered a vein during the initial injection and the embolism was the hydrogel material. The patient was reported as "stable" and asymptomatic at the time of this report. The patient's stereotactic body radiation therapy (sbrt) treatment is planned to start on (B)(6) 2023. ***additional information received on july 25, 2023*** the patient status was reported as normal, the patient was undergoing external beam radiation therapy (ebrt) as planned. ***additional information received, august 11, 2023*** it was further reported that the embolism was recognized under MRI two months after the hydrogel placement. The imaging showed the hydrogel was in the periprostatic veins and the patient was asymptomatic. Due to these findings, the patient's physician examined the lungs and saw there were tiny filling defects in the right pulmonary arteries and segmental branches suggesting that the hydrogel had embolized the lungs. It was suggested that anticoagulants be used in case the hydrogel increases the risk of clots forming around the foreign body. At this time, the patient was on apixaban due to his atrial fibrillation, so new anticoagulants were not prescribed. The patient is planned for an interval scan in october.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. The procedure was performed under general anesthesia. It was confirmed aspiration occurred during hydrodissection prior to the spaceoar implant. Post procedure, on (B)(6) 2023, magnetic resonance imaging (MRI) scan was performed and showed the hydrogel was in the periprostatic veins, which led to scanning the lungs. It was determined the patient had a small pulmonary embolism. The patient was already on blood thinners for their heart, so no medical intervention occurred or was planned. No other interventions were taken. Five millimeters of hydrogel was reportedly in the perirectal space. It was thought the hydrogel must have entered a vein during the initial injection and the embolism was the hydrogel material. The patient was reported as "stable" and asymptomatic at the time of this report. The patient's stereotactic body radiation therapy (sbrt) treatment is planned to start on (B)(6) 2023. The patient status was reported as normal, the patient was undergoing external beam radiation therapy (ebrt) as planned.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on july 25, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf patient code e050303 captures the reportable event of pulmonary embolism.